Manufacturer narrative:
The hygiene microbiological investigation report indicated the channels of the scope were cultured and detected 1 colony forming unit (cfu)/endoscope of gram positive bacteria. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the following: the forceps elevator cover had a leak; the light guide rod lens was cracked; lens glue had discoloration; the charged coupled device cover lens adhesive had discoloration; the bending section cover adhesive was separated; the connecting tube had buckles; the angulation wire was broken; the electrical connector unit was corroded; the biopsy channel was scratched; the pipe protecting the forceps elevator wire was stretched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.

Event description:
Sampling date of (B)(6) 2023 detected 62 colony forming unit (cfus) of enterococcus faecalis. Sampling date of (B)(6) 2023 detected 8cfu of klebsiella pneumoniae (carbapenem resistance) sampling date of (B)(6) 2023 detected 15cfu of klebsiella pneumoniae (carbapenem resistance).

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. Prior to the device evaluation, the device will be sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. A supplemental report with the device evaluation results will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera ii duodenovideoscope tested positive for enterococcus faecalis. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.